Event description:
It was reported that there was a thrombus on the device. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and met all release criteria. The closure device was released from the core wire and successfully implanted in the laa of the patient. After the closure device was released, it was noted that there was a thrombus on the threaded insert of the device. The procedure was ended successfully with the closure device implanted in the laa of the patient. Post procedure the patient was started on a heparin drip to help treat the thrombus.